Manufacturer narrative:
H11:b5: the customer reported the navigation ring does not move during pre-verification testing. H10: the front bezel was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Report date: 23jun2021. There was no patient involvement.

Event description:
The customer reported the nav ring does not work. There was no patient involvement. The field service engineer (fse) determined the front bezel needed to be replaced. The fse replaced the front bezel and the issue was resolved.